Manufacturer narrative:
An evaluation of the device cannot be performed. Neither the device nor additional information is available from the research facility. If additional information becomes available, it will be submitted in a supplemental report. Information provided indicated that the reported device was implanted in 2004. However, this information does not appear to be correct as the reported device was manufactured on june 3, 2005.

Event description:
It was reported that "the arthroplasty was revised due to decrease range of motion and arthrofibrosis. The tibial insert was revised. The components were implanted in situ for 2.2y." Information provided indicated that the reported device was implanted in 2004 and explanted in 2007.